Event description:
It was reported that the patient presented in clinic for lead revision. It was noted previously that the atrial lead exhibited noise. The atrial lead was explanted and replaced. There were no patient consequences.